Event description:
It was reported by the rep that the (1) tct75 was used during a bowel resection procedure. It was reported that the stapler would not fire. The case was completed with another device and with no pt consequence.